Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer experienced ongoing low blood glucose (bg) levels that ranged between 40-70 mg/dl; cause was due to the pump carbohydrate ratio and correction factor settings needing adjustment. Customer addressed bg level by ingesting food. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed.